Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to metallosis. The devices were implanted about 6 years ago. X-rays reportedly showed the acetabular cup had moved to a vertical position.